Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: review of the black box data revealed records of call service alarm 064-0001 for occlusion during the prime step. On investigation, the pump powered on normally. Rewind, load and prime steps were successfully completed without any call service alarms occurring. The pump was exercised for 24 hours without the occurrence of any call service alarms. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.